Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned product was visually inspected and the reported event (debris in packaging) was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. A corrective action has been initiated to address the manufacturing deficiency. This product falls within the scope of a corrective action which is reviewing all bridgend confirmed coobs for debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported debris was found in the sterile packaging, no patient involvement was reported. Attempts have been made and no additional information is available.